Event description:
Report received of an overdelivery of natrecor. The pump was programmed on channel c to deliver a volume to be infused (vtbi) of 250ml at a rate of 8ml/hr. The customer reported that the patient received 250ml in 65 minutes and not the intended 31 hours. Reportedly, when the nurse programmed the pump, she thought that the rotary knob was "stiff" and difficult to move; however, she felt that it had clicked into place when setting the parameters. Approximately 65 minutes after the solution was initiated, a nurse observed that the medicaion bag was empty. The patient's blood pressure was monitored and the patient was observed for the next 2 to 3 hours. The patient did not experience any adverse effects and no medical interventions were required. The doctor was notified and the medication was discontinued. Though requested, there was no further information available.